Event description:
The patient reported that that the needle released on it's own after having the v-go on for approximately 6 to 7 hours. The date of occurrence that this happened was on 4-9-2010. The patient reported that the needle button upon insertion did lock in place upon insertion and he did press the rounded top of the needle button into the v-go. The patient stated that he was able reinsert the same v-go by pressing in the needle button. The patient was advised going forward that once the needle releases that the v-go is compromised and cannot be used again. The patient discarded this v-go.